Manufacturer narrative:
The problem was due to diode/resonator failure. After the component replacement, the laser system restarted to work correctly. We are unaware about patient injury, the failure happened during maintenance.

Event description:
The laser system has the following problem: " low power during maintenance". No adverse effects to patient were reported, the failure happened during maintenance.